Event description:
The monopolar connecting cable sparked and burned. No injury occurred to staff or pt.

Event description:
The monopolar connecting cable sparked and burned. No injury occurred to staff or pt.